Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint. And completed the device evaluation. Failure analysis (fa) investigations found, the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed. The clip was not able to clip onto the tubing when the clip test was performed multiple times. No grip misalignment observed. Visual inspection was performed, and no damage was observed.

Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The large hem-o-lok clip applier instrument won't fire clips correctly. The procedure was otherwise completed with no reported injury.